Event description:
It was reported that while inserting a screw into a short trochanter nail, there was some difficulty in removing the inserter connector from the t-handle instrument. Upon removal a snap was heard. It was later noticed that the tip of the inserter connector was broken off. It is not clear whether the tip of the device is retained in the patient. Patient outcome: no adverse effect reported as a result of this event.